Event description:
It was reported that at the implant procedure, the lead was positioned but had high impedance. The lead was repositioned, but it was noted that the helix was not moving. The lead was explanted and the helix was attempted on the back table where it would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and tissue on the helix. The stylet was bent. Visual analysis noted that the lead was damaged at implant. The lead was returned with the helix retracted and bent with blood and tissue on it. The stylet was inside the lead and was bent at various locations.